Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe packaging had tears/holes in it found before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "1. Holes and/or tears in product packaging".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Since the production lot was not provided to bd it is unknown if the product was sold directly to the customer or through a third party where a secondary manufacturing process may have occurred, or product was handled outside of bd. Quality certificates for bd lots obtained directly from the bd regulatory website https://regdocs.bd.com/regdocs/qcinfo. Since a physical sample/photo, and lot number was not provided a potential root cause for the claimed defects could not be established. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe packaging had tears/holes in it found before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "1. Holes and/or tears in product packaging".